Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results), 1 device: pad / mechanical problem identified, 2 devices: tape for fixation / wear problem, 1 device: tape for fixation / device migration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced mattress slides off litter; unstable mattress support. No adverse consequence or clinically relevant delay in treatment was reported.